Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. Investigation summary: bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for open package/seal ¿ sterility in question was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of open package/seal ¿ sterility in question was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of open package/seal ¿ sterility in question based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® ultratouch¿ push button blood collection set with pah, the customer found unspecified number of packaging units not sealed properly from machine. No patient impact reported.